Event description:
Follow-up information revealed the patient underwent surgical intervention where the lead was explanted and replaced with a new one. The patient reported effective stimulation therapy postoperative. Surgical intervention resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was not receiving stimulation in the left side of his pain pattern. Reprogramming was unable to resolve the issue. Diagnostic testing revealed high impedance readings on multiple lead contacts. X-rays revealed a possible fracture of the epidural lead. Subsequently, the patient will meet with the physician regarding surgical intervention as the next course of action.